Event description:
Pedicle screw taps (6.5 diameter) were discovered post-op in cleaning to be broken (quantity: (B)(4)). Post-op x-rays do not show any fragments of the taps in the patient, and it is unclear if the taps broke during surgery or during post-op cleaning. No issues with the patient reported.

Manufacturer narrative:
Ctl amedica is in the process of reviewing potential MDR's from previous years, as part of due diligence to stay in compliance. This incident from 2018 was not submitted as an MDR, but after review it was decided that it should be submitted. Therefore, this report is being submitted on (B)(6)2024 retroactively for the incident in 2018. There has been no reports of patient pain or complications from this incident in 2018.